Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, and gastrointestinal/pelvic floor. The patient reported never having therapy effect, they stated that since implanted the device had not worked for symptom control. They stated a few days after implant they were not paying attention to the amount of times they used the restroom, then a few days later they finally noticed the device was not helping. They stated the amount of times they used the restroom was ridiculous and they didn't even know if the device was on. They stated the doctor, and the rep at implant said that everything was set, and they should not have to worry about anything if the device was controlling their symptoms, but it was not. They stated that when they attempted to connect to the settings they received the message 'internal device has lost all data-contact clinician'. Information was reviewed. The circumstances that led to this were unknown. The patient was redirected to their physician, it was noted they were scheduled for their follow-up appointment the day of report.